Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (display issue) issue. It was alleged that the display started as a blank display and when the ok button was pressed six times, half the screen had lines on it and the other half of the screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/17/2016 with the following findings: during investigation, the pump was powered on to a clear and legible display. The original display issue complaint could not be confirmed.